Event description:
The customer reported a short in the middle of the cord and screen comes in and out during a diagnostic endosccopic carpal tunnel procedure involving an olympus camera head. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.